Event description:
A report was received that the patient experienced delirium during lead placement, which was mild in severity. The patient was treated with medication and the event was resolved two days later. The physician noted that the relationship to the study procedure was probable and the relationship to device stimulation and hardware was not related.